Manufacturer narrative:
Pending investigation. Upon receipt of the investigation a medwatch 3500a supplemental report will be submitted.

Event description:
12/11: customer reports the system failed during a pt procedure. Pt procedure was completed via c-arm.